Event description:
The customer reported the bipolar cautery function was not working during surgery. Multiple attempts were made for more info on the event and pt status with no response to date. The pt impact is unk.

Manufacturer narrative:
The company service rep examined the system and could not duplicate the cautery problem reported. The viscous fluid control (vfc) would not hold pressure. The company service rep found contamination in the vfc line. The pneumatic connector and pressure regulator were replaced to mitigate the vfc issue. Preventive maintenance was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).